Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg has reached end of life surgical intervention may take place at a later date.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had surgery on the (B)(6) 2022 where they had their ipg replaced. Effective therapy was restored.